Event description:
It was reported by the sterile processing department (spd) staff that on feb 23, 2024, the wing nut was broken inside the sleeve while engaged with the schanz pin. The schanz pin could not be removed from the sleeve. It was unknown when the instrument was broken. This report is for one (1) holding sleeve 55mm this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3,h4,h6 service and repair evaluation: the customer reported 394.45, holding sleeve 55mm the wing nut was broken inside the sleeve while engaged with the schanz pin. The schanz pin could not be removed from the sleeve. It was unknown when the instrument was broken. The repair technician reported that the cosmetic test failed and wing screw was broken inside the instrument . Damage unspecified is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. H4,h6 part # 394.45, synthes lot # 2306630, supplier lot # n/a, release to warehouse date: 10 aug 2009, manufactured by: synthes monument. No non conformance reports were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.